Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change. Hemostasis was then achieved by switching to manual compression. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. When the device was removed, the indicator wire loop was deployed. The device was not attempted to be deployed outside the patient¿s body. The device was used following treatment of a left iliac to superficial femoral artery (sfa) stenosis via a contralateral approach from a right groin puncture. The unknown sheath was exchanged to a 7f non-cordis 10 cm sheath. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be at least 5 mm, and there was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. Other procedural details were requested but were not provided. The device will not be returned for evaluation as it was discarded at the facility.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change. Hemostasis was then achieved by switching to manual compression. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. When the device was removed, the indicator wire loop was deployed. The device was not attempted to be deployed outside the patient¿s body. The device was used following treatment of a left iliac to superficial femoral artery (sfa) stenosis via a contralateral approach from a right groin puncture. The unknown sheath was exchanged to a 7f non-cordis 10 cm sheath. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be at least 5 mm, and there was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. Other procedural details were requested but were not provided. The product was discarded. A review of the manufacturing documentation associated with lot 18469751 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.